Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. This is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. Internal and external visual inspection was performed and no issues were noted. Simulated therapy was performed. A service history record review was performed and revealed no indication that the parts replaced during servicing caused or contributed to this event. Upon conclusion of the investigation, the cause was determined to be false empty detect and use error with initial drain alarm setting inappropriately programmed. The homechoice and homechoice pro apd systems patient at-home guide warns that ¿setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation.¿ a review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting for an unrelated alarm on the homechoice (hc) machine, it was reported that the hc alarmed a high drain error 202 alarm while ending therapy. This alarm indicates that the patient drained greater than 200% of the maximum prescribed cycle fill volume. The patient reportedly felt overfull and uncomfortable. The patient's largest prescribed fill volume was 2000ml and the patient had a manual drain of 4315ml. The patient planned to complete therapy using continuous ambulatory peritoneal dialysis, and the technical service representative discussed its use with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.